Manufacturer narrative:
There was no patient involvement. Livanova (B)(4) manufactures the s5 roller pump. The incident occurred in (B)(6). A livanova field service representative was dispatched to the facility for the annual maintenance. The service representative identified the reported issue and traced the failure back to a defective touch screen. The technician replaced the defective touch scree to resolve the reported issue. Subsequent functional verification testing was completed without further issues and the unit was returned to service. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report. Device not returned.

Event description:
Livanova (B)(4) received a report that a s5 roller pump touch screen became unresponsive. This issue was identified by a livanova field service representative during routine maintenance. There was no patient involvement.